Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to excessive no delivery alarms, which caused high blood glucose. The customer's blood glucose was over 700mg/dl. The doctor requested the device be replaced. Advised the caller that the insulin pump would be replaced, but if issues persist to call back to troubleshoot the insulin pump. No further information was provided.